Event description:
The olympus representative reported on behalf of the customer, the nozzle on the gastrointestinal videoscope was clogged due to insufficient or incorrect reprocessing. The scope was used with a standard set. No patient or procedure involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The nozzle was not deformed. There were unknown black foreign materials in the nozzle. The foreign materials could not be removed. The insertion tube was aged. The coating and white lines on the insertion tube were coming off and the markings became unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of foreign matter clogging the air/water nozzle, the root cause was unable to be unidentified; however, the event was most likely caused by debris such as injection tubes and silicone rubber products being mixed into the channel. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, air-feeding function, and objective lens cleaning function." Olympus will continue to monitor field performance for this device.